Event description:
Boston scientific received information that this right ventricular (rv) lead was repositioned due to high thresholds since implant. The threshold measurements had risen from 1 to 2.2 in a short period of time. The physician elected to reposition the lead. The leas was successfully repositioned and reprogrammed. Patient has a strong underlying rhythm. No adverse patient effects were reported. Rv lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.